Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's nurse reported via phone, the customer intentionally over bloused, delivering 50 units of insulin. Customer is currently hospitalized and max bolus has been changed to 25 units. Customer's blood glucose was unknown. Nurse inquired if there was way to find out when the max bolus was changed. Customer's nurse was informed after viewing carelink that bolus max had been changed multiple times in the past and recently it had been changed to 25 units. The nurse is not returning the device for further analysis.